Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a possible diabetic ketoacidosis. The customer reported that they were hospitalization due to stroke. The customer's blood glucose was 301 mg/dl at the time of the incident. The customer's blood glucose was 221 mg/dl at the time of call. The customer stated that they were treated with manual injections. The customer stated that they were wearing the insulin pump at the time of call. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.